Manufacturer narrative:
Since the original report was filed, the investigation has concluded. The root cause of the patient injury of limb ischemia could not be determined. The clinical report was lacking information. The medical center in japan did not furnish abiomed with clinical details. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella cp was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that during impella support vascular injury was noted. As a result, a thrombectomy was performed. No further information was provided.